Event description:
It was reported that the devices were used during thoracic surgery. The device was approximated on lung tissue, the surgeon attempted to reposition it and it would not de-approximate to move it to a different position. This device was removed and was never fired. The patient is currently stable.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.